Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Manufacturer's local lab reports lancet is protruding from multiclix lancing device cap. No adverse event reported. The device has been returned.